Event description:
It was reported that during a breast biopsy, the cutter didn't sound right and no samples could be retrieved. The customer noticed that there was blood in the axial tubing of the probe but not in the lateral tubing. The customer tried a second probe and was able to complete the case with no patient consequence.

Manufacturer narrative:
The device was returned in good physical condition. The probe was connected to a test holster and control module, initialized and worked properly during analysis. The instrument was tested with a test tubing set and no anomalies were noted on the vacuum functionality of the instrument. The instrument was tested with a test media and no anomalies were noted on the cutting functionality of the device and no abnormal noises were noted during analysis. The probe was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.